Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290. It was reported to philips that the device behavior was described as "shock is not getting delivered". Additional information has been requested. It was reported that there was no patient involvement.